Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to (B)(6) bacteremia due to septic bursitis as well as device infection. The patient was treated with antibiotics and the device system will be replaced once the infection has cleared. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.